Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician experienced difficulty withdrawing the maxi ld 18 x 6 balloon catheter through the 10 fr. 11 cm. Vista brite tip sheath. The procedure was completed successfully by withdrawing the balloon catheter and sheath together as a single unit. There was no reported patient injury. The physician was noted to have used a ten (10) ml. Syringe instead of an inflation device to inflate the bc. The procedure was an angioplasty of the aorta. There was no reported product issue with the sheath. (B)(4): one non sterile catheter 18mm x 4.0cm 110cm was received coiled inside a plastic bag. There were blood residues observed in the catheter. The balloon was inflated and deflated. Several kinks were observed in the returned device approximated at 21.0cm, 22.0cm, 31.5cm, 76.0cm, 86.5cm, 101.0cm, 107.0cm and 112.5cm from distal tip end. A 10f cordis catheter sheath introducer was received with the returned device. The catheter sheath introducer presents several kinks approximated 10.5cm, 21.0cm and 22.0cm from distal tip end. The distal tip end of the catheter sheath introducer was damaged. The balloon was received inside the cordis 10f catheter sheath introducer. No other anomalies were observed in the returned device. A dimensional analysis of the outer diameter proximal balloon seal was not performed with the returned catheter sheath introducer involved, however the balloon was received inside the cordis 10f catheter sheath introducer and difficulty removing the balloon was encountered due to the kinks in the sheath and the damage on the distal end of the sheath. A dimensional analysis for outer diameter of the proximal seal was performed by introducing the device in a 10f cordis catheter sheath introducer (lab sample) without difficulty. Not resistance or friction was felt. The reported customer complaint of withdrawal difficulty through the sheath was not confirmed through failure analysis, as a functional analysis was performed with a lab sample and no difficulties were encountered. Catheter sheath introducer kink bent was confirmed. Review of the information provided and the analysis suggest that the withdrawal difficulties encountered by the customer may be related to procedural factors and the kink/bent condition of the sheath. Catheter sheath introducer kinking during clinical use is a known and common occurrence and is typically related to anatomy, technique, and vessel tortuousity. There is nothing in the event description or the analysis of the devices to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
Additional information received indicated the product catalog number was 4161840l with an unknown lot number. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician experienced difficulty withdrawing the maxi ld 18 x 6 balloon catheter (bc/complaint product #1) through the 10 fr. 11 cm. Vista brite tip sheath (complaint product #2). The procedure was completed successfully by withdrawing the balloon catheter and sheath together as a single unit. There was no reported patient injury. The physician was noted to have used a ten (10) ml. Syringe instead of an inflation device to inflate the bc. The procedure was an angioplasty of the aorta. There was no reported product issue with the sheath. Additional information has been requested.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.